Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. No blood was observed on the adhesive pad. Damage was found on the slide retract, indicating improper installation of the formed needle, which was not seated in the slide retract. This issue resulted in the formed needle failing to retract and contributed to the reported symptoms. No other damages or manufacturing deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod for 17 hours their blood glucose level had rose to 254 mg/dl. It was reported that the pods needle had not retracted upon initial activation. The patient experienced bruising and a burning sensation at the pod infusion site (arm).